Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging inaccurate results compared to feelings. The issue was not resolved with troubleshooting. This complaint is being reported as an MDR reportable due to the following conclusion: meter to feelings/normal readings is not a valid comparison. However, the control solution test conducted during trouble shooting fell outside the control solution range for this product and, therefore, did not meet lifescan's accuracy criteria. There were no allegations of harm or injury.